Manufacturer narrative:
It was reported from the site that suspected pump thrombus with confirmed hemolysis signs and symptoms. Patient has been in-hospital since admission and without discharge and was on biventricular assist device (bivad) (centrimag) support before bivad, left ventricular assist device (lvad) implant. CT brain was not done before implant and since admission. No report of neurological change during the period from admission to implant date mentioned by hospital staff. Post implant neurological function recovered slowly to pre-implant status. Due to high watt event, computed tomography (CT) brain was ordered before decision of using thrombolytic. Since cerebral vascular accident (cva) was found in this CT brain result, thrombolytic has never been administered. No exact timing of cva was confirmed. It was stated that there was no pump exchange done now and the patient was alive, alert, and conscious and obey command but jaundice in appearance. Patient was stated to still be in the intensive care unit (ICU). Planned not to explant the rvad. Rvad will be left in place and clotted after turning off on (B)(6) 2017. Outcome to be confirmed. Repeat echocardiogram (echo) to assess right ventricular (rv) function. The right ventricular assist device (rvad) was stated to have been turned off on (B)(6) 2017. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Hvad pump remains implanted with patient.

Event description:
It was reported from the site by the clinical staff that the power of right ventricular assist device (rvad) increased to 4.0 at 2500rpm above reference range. It was stated that the logfile report showed increase power consumption approximately 0.7w since (B)(6) 2017. It was stated that anticoagulation level was kept below suggested level due to known bleeding tendency. A hemothorax was found and chest drainage was inserted on (B)(6) 2017 as reported by clinical staff. On (B)(6) 2017, the anticoagulation level was below, international normalized ratio (inr) 1.3, activated partial thromboplastin time (aptt) 45 on heparin. Signs of hemolysis with hemoglobin (hb) drop and packed cells transfused. Heparin was increased due to lab test for suspect thrombus. It was stated that the lactate dehydrogenase (ldh) was 376, and power was between 3.7 and 4.0 watt. It was stated that one bolus of heparin was given and aptt increased to 123 sec. On the (B)(6) 2017: aptt to 46.5, ldh 468 and power returned to 3.5 watt. It was stated that the heparin and aspirin were maintained to keep aptt 55-60. Observation was maintained on the power and ldh trend. It was further stated that the patient is conscious and obey' s command. No additional information available.

Manufacturer narrative:
(B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. The reported event of increased power was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017 to parameters outside of normal operating range. 962 high watt alarms were logged since (B)(6) 2017. Available information indicated that the patient had elevated ldh levels despite multiple doses of heparin and aspirin, and showed signs of hemolysis. In addition, a vre infection was also noted to be found in the septum leading to a change in antibiotic administration. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical data from similar high power events, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Clinical factors that may have contributed are multifactorial and may be attributed to anticoagulation therapy, disease progression, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased. Though the root cause can be attributed to the patient, pharmacological influences, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.